Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3), lot r272, on the echo instrument.

Manufacturer narrative:
A visual review of results for testing performed on (B)(6) 2013 showed that reactions appeared as reported by the echo instrument. The presence of the c antigen was confirmed on retention product capture-r ready-screen 3 (crrs3), lot r272 by manual capture using capture-r ready indicator red cells, lot 221931. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. No patient sample was submitted for further investigation.